Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The devices remained implanted. Therefore, the root cause for the degeneration remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history records (DHR) were not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "clinical valve thrombosis after transcatheter aortic valve-in-valve implantation" authors mohamed abdel-wahab et al, the following valve in valve events were identified to pertain to 15 edwards pericardial valves. As reported, the patients with the degenerated surgical bioprosthetic aortic valves received transcatheter viv implantation at a median of 10 years (iqr, 7¿13 years) after surgery. The median age was 80 (iqr, 74¿84). The mechanism of bioprosthetic valve failure was stenosis, regurgitation, or combined. The participating centers provided detailed data on cvt incidence and individual case characteristics for patients included in the period between september 2007 and november 2016.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).